Event description:
(B)(4). Pain and discomfort . Went to obgyn and was told that the device was moving out of place on one side . Then referred to a surgeon who suggested I have a partial hysterectomy .